Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the software of the viewing station for the imaging system was re-installed to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Concomitant medical products: other relevant device(s) are: product ID: bi71000847, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the mobile view station (mvs) displayed "sql-database-error" during system boot-up. No patient was present.